Manufacturer narrative:
Investigation conclusion: the report of an overinfusion of renflexis was not confirmed. The pcu event log shows that pump module s/n (B)(4) was programmed to infuse drugid 402 at a rate of 10ml/hr with a vtbi of 320ml at 7:05 pm on 24sep2020 via a remote IV request. At this rate, the infusion would last 32 hours and not the ¿expected 2.5 hours¿ as was stated in the event description. The infusion ran at rates of 20ml/hr, 5mlhr and 40ml/hr. The infusion ran until 8:42 pm when the device was channeled off. The volume recorded as being infused during this period was 36.241ml. There were no alarms prior to the user channeling the device off. The starting/ending volume of the fluid container cannot be determined through device logs. A review of the pcu error log found no errors during the time of the reported event. Device inspection: n/a, only the pcu event and error logs were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported overinfusion of renflexis was not identified. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 07aug2015. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 23jul2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 11nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Devices not returned, log review only

Event description:
It was reported that the large volume pump was programmed to infuse renflexis at 10cc an hour, however the infusion completed early within an hour instead of the expected 2.5 hours. Nursing staff sequestered the pcu, but not the lvp. There was no patient impact.

Event description:
It was reported that the large volume pump was programmed to infuse renflexis at 10cc an hour, however the infusion completed early within an hour instead of the expected 2.5 hours. Nursing staff sequestered the pcu, but not the lvp. There was no patient impact.